Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 09-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 206, 235, 137, 164 and 201 mg/dl. The customer was also concerned with test results from meter to meter comparison tests performed fasting of 164 mg/dl using truemetrix meter and 125 mg/dl using doctor's device; customer had also tested using another device at the time and had obtained a result of 127 mg/dl. Customer stated the meter to meter comparison test with the doctor's device had been at a scheduled appointment. The customer¿s expected fasting blood glucose test result range is 120-125 mg/dl. The customer felt well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/13/2021. Customer could not recall the open vial date and did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 206 mg/dl, date: (B)(6) 2020, time: 01:54pm, fasting. Result 2: 235 mg/dl, date: (B)(6) 2020, time: 01:51pm, fasting. Result 3: 137 mg/dl, date: (B)(6) 2020, time: 10:15am, fasting. Result 4: 164 mg/dl, date: (B)(6) 2020, time: 10:12am, fasting. Result 5: 201 mg/dl, date: (B)(6) 2020, time: 10:11am, fasting.